Event description:
Clinical rationale: an impella cp device was inserted into the right axillary/subclavian artery in a 72 year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). The device was successfully weaned post-procedure. After removal, the sheath was removed without issues. The first perclose deployed without issues, and the second perclose failed to deploy. A balloon tamponade was attempted but was unsuccessful. A covered stent was deployed. One unit of packed red blood cells (pbrcs) was transfused. The post-procedure outcome is survived at explant. The impella functioned as intended. The event that caused the vascular injury can be attributed to user error/technique of the perclose. The impella is conservatively being reported for serious injury; however, did not cause or contribute to the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of major bleed/access site adverse event was most likely use related since the clinical team confirmed the bleeding was due to fail of the second perclose.